Event description:
It was reported that while suing the side-firing surgical fiber during a prostate procedure, the fiber was noted to have commenced end firing at 12,329 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
(B)(4).